Manufacturer narrative:
Contact information: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator failed the short self test. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow up report - device evaluation: the manufacturer¿s field service engineer (fse) evaluated the unit while onsite and identified the ventilator would not power up when the blower was connected. Resolution and disposition: the fse replaced the blower assembly and power supply to address the reported problem.

Manufacturer narrative:
Conclusion / root cause: the customer returned power supply was tested and no errors were identified. The customer returned blower was tested and no errors were identified. This report is being submitted as part of the remediation for CAPA (B)(4).